Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. It was unable to perform the displacement test or verify operating currents due to no button response. Device had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that a month ago the buttons got stuck and were not responding and the issue was fixed but now he received a button error alarm and the buttons were not responding again. He changed the battery but the alarm could not be cleared, he changed it again and received a failed battery test. Blood glucose value was around 180 mg/dl on first event and 167 mg/dl with second. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.